Event description:
It was reported that the patient has developed right knee pain, swelling and the knee is warm to the touch approximately three (3) years following right knee arthroplasty. Additionally, the patient developed a cyst behind the knee, which was drained. The patient is being monitored and further testing is being conducted for the patient's existing symptoms. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10 - concomitant devices - persona stemmed tibial component size d right catalog #: 42532006702 lot #: 65447857, persona posterior stabilized cemented standard femoral component size 6 right catalog #: 42570606002 lot #: 65266205, persona posterior stabilized articular surface 10mm right size 6-9 cd catalog #: 42522400510 lot #: 65344939. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.